Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an scs trial procedure. During the procedure, the patient experienced leg weakness and severe pain while the lead intended for use was being placed. The patient regained full strength of their legs once the epidural needle was removed. The doctor decided to abandon the procedure. No further issues have been reported.